Event description:
The dealer alleges the junction box was sparking and the bed does not work. No injury is alleged.

Manufacturer narrative:
The dealer contacted MFR stating the junction box was sparking and the bed is no longer functional. Nature of complaint suggests a possible set up error. Malfunction not confirmed. MDR filed as a conservative measure.